Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative regarding a patient receiving morphine (3.003 mg/day) via an implantable infusion pump. It was reported that the patient had been in the hospital since last wednesday due to a change in pain.